Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The silver tip (face) of the vapr fell off while in use. The broken piece was retrieved and removed from the patient. A new electrode was opened and the case was completed with no further issue.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken. The device shaft has a slight bend at approximately midpoint, indicating higher loads have been applied during use. The level of erosion on active tip does not appear to be excessive indicating expected levels of use. A closer examination shows that the failure occurred at the juncture between the suction tube and the active tip. No electrical or functional tests were conducted due to the condition of the electrode. This type of failure has been historically observed and a supplier CAPA was initiated. Four possible root causes have been identified related to design, manufacturing and use. Corrective actions which involve design and process improvement activities were identified for each of the root cause and are being currently investigated. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. The observed complaint rate is 0.005% for last 1 2 months and is well below the expected rate of 0.05% per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The silver tip (face) of the vapr fell off while in use. The broken piece was retrieved and removed from the patient. A new electrode was opened and the case was completed with no further issue.